Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with intermittent ventricular oversensing on the right ventricular lead. The lead was capped and replaced successfully. The patient's condition was good post procedure.